Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching, the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead the guide wire became stuck in the lv lead. The lead was removed and a new lead was placed without incident. No patient complications have been reported as a result of this event.